Event description:
It was reported that the devices had been having issues with air-in-line alarms with pembrolizumab and nivolumab infusions. No further information was provided. There was patient involvement and the patient's had expressed frustration, however there was no harm.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an air-in-line alarms was not determined because no products or device logs were returned.